Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that hcp believed that cause of shocking and pinching sensation is patient's interstim device because it is located in the area of patient's pain. The patient will be meeting with his interstim representative to discuss the cause. The patient has not reported a change as of yet. The provided information was confirmed with patient's hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-sep-13, crts (B)(4) (con, rep): information was received from a patient via manufacturer representative regarding patient's implantable neurostimulator (ins) for non-malignant pain. Patient reports a shocking sensation on his lower back area at random, when he is sitting and walking position. The shocking sensation is at middle of lower back above both devices. Caller reports impedance are normal when patient is in sitting position and walking in position with his arms swing back and forth. Assessment on the 97702 device: stimulation on: palpation done at ins pocket site did not reproduce shocking sensation. Caller cannot locate the lead/extension junction site to access that location. Stimulation off: palpation done at ins pocket site could not reproduce shocking sensation. Patient indicated he felt pinching sensation during the palpation, no shocking. Impedance recheck again, within normal limits values. Caller was redirected to discuss with patient's hcp. The event date was provided as (B)(6) 2019. No further complications were reported. Omitted information regarding pe (B)(4), jolting, low impedance & ph sr (B)(4).